Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The audio bolus button was observed to be torn. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the up arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. The audio bolus button responded appropriately. During investigation, evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.